Manufacturer narrative:
(B)(6). Occupation: sales representative. PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to the start of a ureteroscopy and laser lithotripsy procedure, the handle of an ncircle tipless stone extractor was discovered broken upon opening the package. The device was not used. It is unknown how the procedure was completed. No adverse events have been reported as a result of the alleged malfunction. Additional information has been requested regarding the event. At the time of this report, no further information has been provided.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Investigation - evaluation: it was reported, prior to the start of a ureteroscopy and laser lithotripsy procedure, the handle of an ncircle tipless stone extractor was discovered broken upon opening the package. The device was not used. It is unknown how the procedure was completed. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. Inspection of the returned device noted that the device was returned with the handle and basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing was missing from the white handle. The inserter was returned attached to the mlla. The support and basket sheaths were still adhered. The cannulated handle was broken and separated about 2.5 cm from the metal collet. Approximately 2 mm of the cannulated handle were protruding from the slide of the white handle. The basket wires were exposed on the proximal end and measured 5 cm. The cannulated handle was caught in the collet and the collet knob. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed. The device was non-functional due to damage to the cannulated handle inside the device handle. The cannulated handle was kinked and separated, preventing the motion of the handle from actuating the basket. The provided information stated the issue occurred before use. All extractors are functioned multiple times during manufacturing and quality control checks to ensure proper operation. The cannulated handle is located inside the white plastic device handle, making any type of handling damage unlikely. A cause for the damage could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.